Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.